Event description:
(B)(4) received a call on 05/31/2016 reporting a medical intervention that occurred on (B)(6) 2016 at 4:30pm. Patient's daughter ((B)(6)) called in stating she came home and found patient((B)(6)) groggy and disoriented trying to stay awake. (B)(6) tested patient's blood glucose which resulted in a reading of 60mg/dl with the prodigy meter. Patient's normal glucose reading around the time of day of the event is 113-119mg/dl. Paramedics were called within 2 minutes after testing with the prodigy meter and arrive in 15 minutes to assist patient. (B)(6) gave patient a small cup of orange juice while waiting on paramedics. Upon arrival, paramedics tested patient's blood glucose with their meter with a result of 40mg/dl. Approximately 25 minutes passed between testing with the prodigy meter and the paramedic's meter. Paramedics administered medication (unknown by (B)(6)) and transported patient to ER. (B)(6) stated that upon arrival the hospital tested patient's blood glucose but did not remember the results. Patient was only given orange juice while at the hospital. Patient's blood glucose level prior to discharge from the hospital was 119mg/dl. Patient's total stay in the hospital was 1 hour and 45 minutes.